Event description:
Potential for injury associated with the frame being bent at the crossbar on an ih820-3mdlx bed. This event could cause possible product instability and the potential for not permitting the bed to maintain its intended weight-bearing status.